Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two additional xience xpedition devices referenced in b5 and d11 are filed under separate medwatch report numbers.na

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous left circumflex (lcx) de novo lesion and a moderately calcified, moderately tortuous left anterior descending (lad) de novo lesion. On (B)(6) 2019, two (2.5x18mm and a 2.75x28mm) xience xpedition stents were implanted in the lcx and a 2.75x23mm xience xpedition was implanted in the lad. The patient was compliant with dual antiplatelet drug therapy after the procedure. On (B)(6) 2019, the patient started having chest pain and in-stent thrombosis was confirmed in the lcx and the lad through angiography. The patient remained hospitalized under medical management to be treated with medication. There was no adverse patient sequela reported. No additional information was provided.